Event description:
Related manufacturer report number 2017865-2023-72511. It was reported that during a follow up in clinic, noise resulting in oversensing were noted on the right ventricular (rv) lead and the right atrial (ra) lead. The physician suspected rv lead damage and ra lead damage, however, diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating that following reprogramming, additional oversensing of noise was noted on the right ventricular (rv) lead and the right atrial (ra) lead resulting in inappropriate automatic mode switch (ams). No additional diagnostic imaging was not performed. Abbott technical support was contacted and the device was again reprogrammed to resolve the event. The patient was in stable condition.